Event description:
Additional information shows lead remains implanted.

Event description:
It was reported that the lead had dislodged. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.